Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device serial or lot number is unknown. Concomitant med products and therapy dates: small battery drive, feb. 7, 2021 reporter¿s complete mailing address was not provided. Reporter¿s phone number was not provided. The manufacturing location is unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. UDI: the device serial or lot number was unknown. Therefore, UDI: (B)(4).

Event description:
It was reported from the (B)(6) that the saw attachment device had started to overheat when used, while in use with a small battery drive device. It was not reported if the device was used in surgery. There was no human patient involvement as this device is intended for veterinary use only. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.